Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: our investigation into this complaint is now complete. As no device was returned for a full evaluation, the investigation focused on a review by a medical specialist. This review stated the following. Per complaint, the surgeon was unable to perform the finger debridement of the burn patient via the versajet ii as the hand piece and the backup hand piece failed to function. "As the debridement was for the fingers, he (surgeon) did not have any choice rather than amputation" of the 2 digits which incurred a subsequent surgical delay of greater than 2 hours. Reportedly, the console later functioned as expected with a different foot switch. The unit was not available for evaluation due to the country's exportation restrictions. It remains unknown why other forms of debridement were not viable options and if amputation was already a possible outcome. No further clinically relevant supporting information and/or documentation were provided for inclusion in this medical investigation. In conclusion: the foot switch/pedal was likely the reason the hand pieces did not activate, however, without evaluation of the suspect foot switch/pedal, the root cause of the versajet failure cannot be concluded. The subsequent amputation procedure was likely the cause for the 2 hour surgical delay, however, without further information, this cannot be definitively identified. The patient's current status remains unknown and the impact beyond the 2 digit amputation cannot be determined. No further medical assessment can be rendered at this time.

Event description:
It was reported that during a debridement procedure, the versajet ii hand-piece was not working. The doctor proceeded with amputation of 2 burnt fingers of the patient.